Manufacturer narrative:
No patient identifier or demographic information was provided. An investigation was performed for architect stat high sensitive troponin-I reagent lot number 32266ud01. A review of tickets was performed and did not identify an increase in complaint activity for the issue for the lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Review of field data was performed; the median patient result for lot 32266ud01 is within established limits and comparable with other lots in the field. A review of the product quality history for the lot number using search of the corrective and preventive actions (CAPA) system did not identify issues associated with the customer¿s observation. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot number 32266ud01 was identified.

Event description:
The customer questioned architect stat high sensitive troponin-I results for one patient. The customer stated that the result of one sample was 711.1; this result was inconsistent with clinical presentation. The sample was repeated with a result consistent with the initial result. When tested with other methods (beckman, siemens) the results were 1pg/ml (reference interval <40pg/ml) and <6 pg/ml (reference interval <40pg/ml), respectively. The sample was subjected to peg precipitation, and the result of the sample after precipitation was 0, which was quite different from the control group. The customer believes interference by macrotroponin occurred. No impact to patient management was reported.